Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient who was implanted with a neurostimulator for occipital neuralgia. It was reported that the spinal cord stimulation system was explanted and the pump was put in as stimulation was not helping.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.